Manufacturer narrative:
Thus-far, attempts by adc to retrieve the product have been unsuccessful. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message "replace sensor" while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced sweating and had a loss of consciousness, and was provided an injection of glucagon by a non-healthcare professional as treatment. No further information was provided. There was no report of death or permanent injury.

Event description:
A customer reported the error message "replace sensor" while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced sweating and had a loss of consciousness, and was provided an injection of glucagon by a non-healthcare professional as treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.